Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had switched to a low carbohydrate diet and the pump settings were bringing the blood glucose (bg) below the target level (35 mg/dl at its lowest). Juice was consumed to address the bg level. The customer discussed the settings with a healthcare provider and they were adjusted.